Manufacturer narrative:
Lot number or product was not provided by the reporter.

Event description:
Tooth fracture, (knocked) little pieces off teeth, chipped tooth (tooth fracture). Removed fillings-teeth (device damage). Oral-b toothbrush knocked (little pieces off teeth) (injury associated with device). Oral-b toothbrush was so powerful, vibration is strong (device physical property issue). Case description: a consumer reported that they, a male age unspecified, used an oral-b rechargeable toothbrush, unspecified dates and frequency of use, and the toothbrush is so powerful that it knocked little pieces off his teeth; and removed his fillings. No further information was provided. (B)(6)-2014 received consumer follow-up: the consumer, an adult between the ages of 18-64 years, reported that he regularly used the oral-b rechargeable toothbrush, for a 1 minute duration twice a day, beginning (B)(6)-2014 through (B)(6)-2014. He noticed the toothbrush was powerful, so he made sure to be gentle when using the product. The vibration was stronger than he never experienced, and it fractured his tooth and removed his fillings immediately after using the product. He now has a gap that needs to be fixed. He took the toothbrush to a dentist who also said it was too powerful. The consumer has an appointment scheduled to fix his chipped tooth, and get new fillings. He needs a bonding, a new composite material, onto his front tooth. The consumer discontinued use of the product. The case outcome was not recovered/ not resolved. Past medical history included: allergy - none. No further information was provided.